Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The patient reported dropping the device causing the screen to crack. In addition, the patient reported the device feels warm, and the battery appears swollen/raised. The device is still functional, and no issues are noted when recharging. The device was not returned for analysis investigation, and no images were provided. The root cause for the allegations of the battery swelling and warm temperature cannot be determined. It is unknown if the device being dropped caused or contributed to the allegations reported. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother, that the omnipod 5 pdm (personal diabetes manager) battery was swollen and the pdm was hot. Additionally, the lcd screen was reported to be cracked after the pdm was dropped. No impact on the patient's blood glucose levels was reported. No medical attention was required for the reported allegation. If additional information becomes available, a supplemental report will be submitted.